Event description:
It was reported that infusion set, tutoflex, 150cm leaked. The following information was provided by the initial reporter: while adjusting the infusion rate in the device, liquid (antibody) run from above the chamber. This was only noticed after liquid (antibodies) was on the floor.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-13. H6: investigation summary: two 03508073270 samples were received for investigation. One was received without packaging whilst the other was received in sealed packaging from lot 1018068. The opened 03508073270 sample was received connected to a dual spike extension set which was also received without packaging. The customer's experience was confirmed when flushing the sample, as leakage was observed from the tutodrop component. Similar testing of the sample received in sealed packaging did not identify any leakage or product defects which may have contributed to the customer's experience. The sample was forwarded to the manufacturing site for further investigation. The tutodrop component was dismantled upon which a small piece of excess plastic was found inside which was interfering with the seal between the upper and lower parts of the component. The excess plastic was removed and the component rebuilt and tested; no further leakage was observed. The source of the excess plastic could not be conclusively determined in this instance, however it is likely to have been flash from the molding process which was then caught in the seal when the two parts were assembled together. A review of the production records for lot 1018068 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 03508073270 product.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that infusion set, tutoflex, 150cm leaked. The following information was provided by the initial reporter: while adjusting the infusion rate in the device, liquid (antibody) run from above the chamber. This was only noticed after liquid (antibodies) was on the floor.